Event description:
It was reported that the device reached early battery depletion and the threshold measurement of the left ventricular (lv) lead was high. The device was explanted and replaced and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion.